Event description:
The customer reported the system's skin spacer was broken. No pt injury was reported.

Manufacturer narrative:
A ge rep conducted an on site evaluation. The problem was verified. The rep ordered part for delivery direct to client. System now operates as intended.